Event description:
Customer calling to report continued discrepant results between the inratio meter and the lab. Results: inratio inr=1.5, lab inr=2.3, time between testing was mins. Therapeutic range=2.0-3.0. No other pt info provided.

Manufacturer narrative:
Investigation pending.